Manufacturer narrative:
Based on review of the device history record of this product, there was no issue identified regarding manufacturing and sterilization that would have impacted this event. Investigation results indicate the sterilization process utilities an anti-microbial kill on the microorganisms, and it also has demonstrated the ability to inactivate the biological indicator. Therefore, it was unlikely that the infection was originally from the device and/or manufacturing valve process. Photos of the explanted leaflets were sent to medtronic. They showed pannus like overgrowth on the leaflets. Based on the received I information, the regurgitation most likely was due to the cuspal tear. However, without the return of the device, the root cause of the cuspal tear cannot be determined.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that 20 months post implant of this aortic bioprosthetic valve, the patient presented to the hospital with symptoms of shortness of breath. A transesophageal echocardiogram (tee) indicated severe, eccentric regurgitation of the valve secondary to prolapse of the right coronary cusp. The valve leaflets were noted to be thickened. Subsequently, the leaflets were removed and a valve-in-valve procedure was performed with no further adverse patient effect reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.